Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.

Event description:
As reported by the patient's attorney, a precision twist transvaginal anchor system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.